Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer involved with this complaint and completed the device evaluation. Failure analysis did not confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the self-test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly, energy delivery test was performed and passed. The gage pin test passed at straight 6.82 lbs yaw at 6.59 lbs and pitch at 7.00 lbs. Gage pin test passed at .002 mm. Review of the logs do not exhibit any sealing errors. The instrument was found to have a the blade exposed in between the grips at .098". Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer instrument was insufficiently sealing. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer instrument would not activate energy. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the customer and was able to obtain the following additional information: the instrument was working at the start of procedure but stopped sealing approximately 30 minutes into the procedure. The customer did not take note of the error message but audible tones were heard during the sealing cycle.